Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl 5000 mcg/ml; 1199.4 mcg/day, clonidine 42 mcg/ml 10.075 mcg/day and bupivacaine 20.0 mg/ml 4.798 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the pump was replaced on (B)(6) 2016 due to longevity. The patient had a post-operative appointment on (B)(6) 2016 and the healthcare professional (hcp) could not find the septum port on the pump. The patient had ¿extra weight¿ around their waistline. In (B)(6) 2016, the patient had three back surgeries due to preexisting fusion rods in their spine. The patient went through depression and was eating ice cream and was unable to exercise. The patient was down from 260 pounds to 185 pounds. The hcp planned to do an x-ray using fluoroscopy on (B)(6) 2016 to find the port and refill the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.